Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high pacing impedances on the right ventricular (rv) lead. The impedances were greater than 3000 ohms. The rv lead is a competitor's product. An x-ray was performed on the rv lead and no damages were found. At this time, both products remain in service. No adverse patient effects were reported.